Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the foley catheter disconnected from the drain bag tubing.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample without its original package and without lot number was received for evaluation. The reported issue was observed in the sample as the catheter was found already detached from the connector. The manufacturing process was reviewed by the multifunctional team and was found to be running according to product specifications and meeting quality acceptance criteria; as well, ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance as schedule. Per the available information for the complaint investigation, no abnormal process conditions that could cause this failure were detected in the manufacturing process that could cause this failure. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. Cdps were generated to update the catheter assembly location on the sample port from the current manufacturing location, and to update the go/no go fixtures in order to accommodate these according to the location change. We will keep monitoring the process for any adverse trends that require immediate attention.